Manufacturer narrative:
The hard drive for the navigation system was returned to the manufacturer for evaluation. The unit was found to have multiple error messages appear when installed in a known functional computer. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified the camera cart monitor on the main cart was working as intended, which indicated the monitor for the main cart was defective. The main cart monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would not boot up and that the main cart monitor suddenly went black and did not function anymore. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: country is (B)(6). Report source "foreign' is also applicable.

Manufacturer narrative:
The analysis of the ssd was completed by medtronic personnel. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware database. If information is provided in the future, a supplemental report will be issued.